Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 product not adhering and it came off while she slept. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states